Event description:
Boston scientific received information that this patient presented with a syncopal event. Device interrogation noted noise on the right ventricular (rv) channel and impedance measurements had decreased from 440 ohms to 200 ohms. The patient has severe conductions with chronic atrial fibrillation (af) with a ventricular rate of 30-50 bpm. A lead revision was performed and the lead was removed from service and replaced. The associated device was also replaced as the physician was no longer comfortable using this chronic device. No adverse patient effects were reported.

Manufacturer narrative:
This product issue will be udpated device evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection of the device noted all sealplugs were in intact and all setscrews moved freely. Additionally, lead seal witness marks indicate that both leads were fully inserted. A review of the recorded rv daily measurements noted a gradual decrease in impedance measurements from 520 ohms to 260 ohms.- this device passed automated returned product ests which verified pacing, sensing, impedance measurement and recording functions. No other adverse events have been reported. This product issue will be updated if additional information is received.